Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that both leads had positioning difficulties during implant attempt due to patient anatomy. The patient has an enlarged atrium due to pulmonary hypertension. The leads were not used. No patient complications have been reported as a result of this event.